Manufacturer narrative:
Depuy still considers the investigation closed.

Manufacturer narrative:
Depuy still considers this case closed to CAPA.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened. The correction/removal reporting number listed applies to the corresponding product code sold domestically.

Event description:
Asr revision; hip(s) revised: right; type of hip replacement product: asr xl; reason(s) for revision: pain.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Depuy still considers this case closed to CAPA.

Event description:
New etq record created in order to update etq (legacy system) complaint number dint 26643 reason for original complaint - asr revision to take place on (B)(6) 2013, hip(s) to be revised: right, type of hip replacement product: asr xl, reason(s) for revision: pain. Requested correct lot number ad 14 march 2013. Surgeon confirmation form received however lot numbers are same as confirmed on claimsuite - no match found on jde. Update - updated original surgery date taken from claimsuite dated 17th september 2013. Update - marked as legal, added additional hospital, updated surgery date and added lot number to head. Taken from (B)(6) dated 6th jan 2014. Update - amended surgery date, added manufacturing/ expiry dates and all mw fields. Taken from claimsuite dated 20th jan 2015. Surgery date: (B)(6) 2008.